Event description:
The customer reported cannot start up. This could indicate a failure to power up.

Manufacturer narrative:
(B)(4). There was no report of patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.